Manufacturer narrative:
Additional information confirms device is from a different manufacturer.

Event description:
It was reported that patient experienced unspecified issues with a virtue sling. The device was explanted and a new artificial urinary sphincter (aus) was implanted. No information a bout the patient outcome is available at the moment. Additional information was requested, however no further information was available. Additional information was received. Device was from a different manufacturer.

Event description:
It was reported that patient experienced unspecified issues with a virtue sling. The device was explanted and a new artificial urinary sphincter (aus) was implanted. No information about the patient outcome is available at the moment.